Event description:
Asr revision, right asr xl acetabular system, reason(s) for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Upon receiving the additional information of the reason for revision, this device was not contributing to the issue. Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update: alert date 6th april 2017. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint (B)(4) reason for original complaint ¿ asr revision. Right asr xl acetabular system. Update: added product. Received: september 12th 2012. Reason(s) for revision: unknown. Update alert date 6th april 2017. Added reason for revision , dummy stem , and implant and revision dates amended. Taken from update dated 6th april 2017. Reason(s) for revision: alval / soft tissue reaction. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.